Manufacturer narrative:
Updated sections: d9, h2, h3, h6, h11. Device evaluation: intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps (fbf) instrument for failure analysis evaluation. It was found to have damage to the conductor wire¿s insulation at the yaw pulley, but the wire was not torn or fully broken. The conductor wires were exposed, but there was no material missing. Components adjacent to the damaged wire insulation did not show damage. The fbf instrument passed an electrical continuity test.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted hysterectomy procedure, the insulation on the fenestrated bipolar forceps (fbf) wire was stripped. The cause of this issue remains unknown, as no arcing was observed. Upon identifying this issue, the robotic system was undocked, and the procedure was converted to a laparoscopic approach to manage the expected bleeding and to utilize the bipolar equipment. The estimated blood loss (ebl) was less than 50 ml and hemostasis was successfully achieved using a third-party bipolar instrument. The transition process, including undocking and preparing the replacement equipment, took approximately 5 minutes. Additional ports were not necessary, and the patient tolerated the conversion. The procedure was completed without any post-operative complications, and there are no concerns regarding long-term complications arising from this event.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. A review of the site's system logs for the reported procedure date was completed, and the investigation revealed the following possible related system errors: erbe energy activation halted by an instrument or instrument cable connected to the blue upper bipolar port on the erbe generator while using the bipolar function